Manufacturer narrative:
Correction to section b5 and b7 based on review of medical records. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore the probability of endocarditis related to edwards' bioprostheses is remote. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. In this case, approximately 2 years 1 month post tavr procedure and the valve was explanted due to streptococcus group b late endocarditis. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Event description:
Per medical records review, the patient presented to the hospital with complaint of weakness. The patient had been dealing with infections and was admitted due to septic shock. The blood cultures grew out streptococcus group b. A transesophageal echocardiogram (tee) showed evidence of moderate to severe aortic regurgitation with a small vegetation and moderate to severe mitral regurgitation as well. The patient was noted have endocarditis of the tavr valve and was placed on penicillin. The patient was subsequently taken to the or approximately 1 month later for mitral valve repair, redo aortic valve replacement and left atrial appendage clip. The patient tolerated the procedure well and was transferred to ICU for recovery. Per the rehabilitation center progress notes, on post operative day 29, the patient was ready to be discharged home in good condition.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years 1 month post transfemoral tavr procedure for a 26mm sapien 3 valve, the valve was explanted due to severe aortic regurgitation, and an edwards magna ease was implanted. The cause of failure is unknown at this time, however, endocarditis is suspected. The patient is doing fine and recovering in the ICU.